Manufacturer narrative:
The t:slim user guide states, "check that your luer lock connection between the cartridge tubing and the infusion set tubing is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock became disconnected. The customer reported an elevated blood glucose (bg) level; however, no specific bg value was provided. The pump basal rate was increased to address bg level. The customer was reminded to check the luer lock connection to ensure it is straight and secure in the future.